Manufacturer narrative:
Occupation: cardiology fellow. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, a fluoroscopic marker had migrated up the iab shaft body. The customer verified via fluoroscopy, x-ray, and CT scan that the iab is in the proper position and not folded over onto itself. The physician decided they will not be removing the iab catheter due to this issue. There was no patient harm or adverse event reported.

Event description:
N/a.

Manufacturer narrative:
The iab was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. A kink was observed on the catheter tubing approximately 51.8cm from iab tip. Images from facility were also provided and reviewed. Two kinks were observed on the catheter tubing and inner lumen near the y-fitting approximately 74.9cm and 76.2cm from iab tip. Visual examination confirmed that the rear tantalum marker was found misplaced next to the front marker. The inner lumen was found occluded with dried blood. The occlusion was unable to be cleared. The root cause of the reported failure was found to be rear tantalum migration that happened after the tantalum became unattached from the inner lumen. The insertion was reported to be axillary, which is not the method described in the device instructions for use. This may contribute to iab complications. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint # (B)(4).

Manufacturer narrative:
Updated fields- b4, d9, g1(contact person mfg site), g3, g6, g7, h2, h11. The iab was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. A kink was observed on the catheter tubing approximately 51.8cm from iab tip. Images from facility were also provided and reviewed. Two kinks were observed on the catheter tubing and inner lumen near the y-fitting approximately 74.9cm and 76.2cm from iab tip. Visual examination confirmed that the rear tantalum marker was found misplaced next to the front marker. The inner lumen was found occluded with dried blood. The occlusion was unable to be cleared. The root cause of the reported failure was found to be rear tantalum migration that happened after the tantalum became unattached from the inner lumen. The insertion was reported to be axillary, which is not the method described in the device instructions for use. This may contribute to iab complications. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). DHR review- the lot #3000317880 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).